Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of three device reports related to this event; the associated manufacturer report numbers are 1225714-2013-02408, 1225714-2013-02409 and 2937457-2014-01797.

Event description:
The patient experienced a sudden cardiac arrest and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.